Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, dysfunctional voiding, overactive bladder related to prior mesh implantation. The patient underwent the concurrent procedures of retropubic urethropexy and burch procedure during mesh implantation. It was reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent an excision of mesh due to continued stress urinary incontinence on 11/06/2009. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted; and on (B)(6) 2011, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.